Event description:
It was reported the epg (external pulse generator) was dropped, and the case is broken. The epg was returned for repair. It was analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device return and analysis. No information to suggest a device-related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed that the upper and lower case halves were broken. It was also noted that the battery release, heart block, main seal, all heart wire contacts, battery drawer and heart lead flex were contaminated, one bail cover was missing, one bail cover was broken, the ring cover was broken, the lead flex cover was corroded and contaminated, two case screws, both bails and ring were missing, one printed circuit board flex connector was crimped and the battery contacts were compressed.